Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d. The revision reported was likely due to the reported dislocation resulting in disassembly between the humeral liner and humeral tray and subsequent unintended metal-on-metal articulation and prosthesis wear of the disassociated humeral liner. However, the dislocation and series of events contributing to these failures cannot be confirmed as the devices were not returned for evaluation and no radiographs were provided for review. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 9 years and 7 months post the initial right reverse total shoulder arthroplasty, the patient dislocated their shoulder and wore the humeral tray as it rubbed against the glenosphere. The surgeon removed the glenosphere and all humeral components before re-implanting another exactech prosthesis. Photos provided showed wear of the humeral liner, tray, and glenosphere. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.